Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: discrepancy noted date of insertion: previously reported as (B)(6) 2010 now it is reported (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Injury nos replace with new event medical device removal. Date of insertion updated, date of birth, date of removal, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted. The patient's medical history included follicular cyst of ovary, endometrial disorder, intramural leiomyoma of uterus, perineal pain, uterine haemorrhage, uterine fibroids, uterine enlargement and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal/robotic assisted total laparoscopichysterectomy with bilateral salpingo-oophorectom,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter considered oophorectomy and pelvic pain to be related to essure. The reporter commented: discrepancy noted date of insertion: previously reported as (B)(6) 2010 now it is reported (B)(6) 2008. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, other relevant history, auto-narrative supplement added. Event: " medical device removal " updated to " pelvic pain". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted. The patient's medical history included follicular cyst of ovary, endometrial disorder, intramural leiomyoma of uterus, perineal pain, uterine haemorrhage, uterine fibroids, uterine enlargement and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal/robotic assisted total laparoscopichysterectomy with bilateral salpingo-oophorectom,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter considered oophorectomy and pelvic pain to be related to essure. The reporter commented: discrepancy noted date of insertion: previously reported as (B)(6) 2010 now it is reported (B)(6) 2008. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.